Event description:
Patient, device, and leads information displayed upon device interrogation on (B)(6) 2014 were reportedly corrupted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to a device manufactured by sorin that was approved by FDA for marketing in the u.s.

Manufacturer narrative:
(B)(4).

Event description:
Patient, device, and leads information displayed upon device interrogation on (B)(4) 2014 were reportedly corrupted.